Event description:
It was reported that the lead exhibited noise and high capture thresholds. The right ventricular lead was capped and replaced successfully on (B)(6) 2017 during a device changeout. The patient was stable post procedure.